Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the device migrated down into the breast tissues causing a painful sensation to the patient. The physician performed a pocket revision and elected to replace the battery. No additional adverse patient effects were reported.